Event description:
A customer reported during a vitrectomy, the system shut down. The system was rebooted but still would not function. The system was then switched out and the case was completed with no harm or injury to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event; no problem was found, no parts were replaced, and event log was uploaded. The system was then tested and met all product specifications. The root cause has not been determined. (B)(4).